Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to helix issues and loss of capture (loc) with evidence of lead being continuously dislodged which was shown in fluoroscopy. After five attempts of placing the lead, a different lead was used to complete the procedure. No adverse patient effects were reported.